Event description:
This report is being filed after the review of the following journal article: cauley, r.p. Et al (2022), an algorithmic approach to the surgical management of sternal dehiscence: a single-center experience, journal of reconstructive microsurgery, vol. Xx (xx), pages 1-11 (USA). The purpose of this retrospective study was to (1) analyze the authors' institutional experience in the surgical management of deep sternal wound complications, (2) determine risk factors associated with reoperation after rsf and flap reconstruction, and (3) report the authors' institutional treatment algorithm. Between october 2007 and march 2019, a total of 134 patients (61 were males; mean age of 66±9.9 years) who underwent operative sternal debridement (cpt 21627) following open cardiac surgery at beth israel deaconess medical center (bidmc) were included in the study. All 134 patients underwent treatment based on the authors' institutions standardized treatment algorithm (fig. 1). Of these, 112 patients (mean age of 66 years [±sd 9.9 years]) underwent closure with a flap. While few patients had negative cultures, half of patients (56/112) were deemed suitable candidates for plate reconstruction (synthes titanium sternal fixation system; at least three to five plates) after debridement. Twenty-two patients (16%) underwent closure with debridement and long-term vacuum therapy with the cardiac surgery team. Median follow-up after flap reconstruction was 180 days (iqr: 79¿370). The following complications were reported as follows: rsf group: 17 patients required removal of plates due to infection (n=8), exposure (n=4), infectious disease recommendation/request (n=3), and pain (n=2). The majority of these patients had bone union (16/17). This report is for an unknown synthes titanium sternal fixation plate/screws constructs. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - constructs: titanium sternal fixation plate/screws unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.